Manufacturer narrative:
Concomitant medical products - model: dtma1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high thresholds and the patient was found to be near syncope and showed pauses on telemetry. The lead has been capped and replaced. No further patient complications have been reported as a result of this event.